Event description:
It was reported that the thermistor was defective, indicating an incorrect temperature reading. There were no patient complications reported.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the device we are unable to complete an investigation of the reported event. A device history record review was completed and it was confirmed that the device met specifications upon distribution.